Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. The reported transducer fault was not confirmed and duplicated.

Event description:
The customer reported that the device experienced transducer fault. The customer confirmed that there was no patient involvement associated with the reported event.